Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was wearing this pod for the first time with insulin. He was wearing it for approximately 6 hours and he was in the hospital to observe the pod. The pod was working correctly but developed ketones and high blood sugars. He was in the hospital for insulin pump therapy when this issue occurred. The patient's blood glucose and insulin history are as follows: time, bg (mg/dl): 425 bg, 1012 am; 318 bg, 1230 pm; 414 bg, 230 pm; 371 bg, 3 pm; 362 bg, 325 pm; 330 pm: the pod was removed by the nurse and doctor since his blood sugar has been high and has not come down. The hospital requires that all pump start patients spend their first day at the hospital, for observation. Customer was then treated with manual injections and water to hydrate.